Event description:
The device fired into the breast fine, but made a different audible sound and an error code occurred. A second probe was used with the same problem. The patient procedure was cancelled. There was no other patient consequence reported.